Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan sensor using approved software, however, sensor did not scan. Data extraction was not successful. An extended investigation has been performed on the returned sensor. A visual inspection on the returned sensor was performed and observed returned sensors antenna to be damaged. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Measured the return battery to be outside specification. Replaced battery for a known good battery. This had no effect on the sensor being able to communicate. Therefore, this issue is unable to test. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information: d4 (serial number) has been updated based on returned product all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizures and a loss of consciousness and was unable to self-treat, requiring healthcare provider (unspecified) treatment for a diagnosis of hypoglycemia. A healthcare provider meter reading of 4.1mmol/l was also reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizures and a loss of consciousness and was unable to self-treat, requiring healthcare provider (unspecified) treatment for a diagnosis of hypoglycemia. A healthcare provider meter reading of 4.1mmol/l was also reported. There was no report of death or permanent impairment associated with this event.